Manufacturer narrative:
(B)(4).

Event description:
Procedure type: jejunostomie. According to the reporter: during the surgery, after the anvil connection with the stapler, the device did not fire. It was not possible to realize the anastomosis. No injury was reported. Another device was used to complete the procedure. Operative time was extended by more than 30 minutes.